Event description:
During cardiopulmonary bypass, the pump reportedly stopped unexpectedly. The pump was manually operated by means of a hand crank until a replacement control module and pump motor was provided. The disposable pumphead was transferred to the replacement motor and the perfusion was completed without further incident. No patient injury was reported.